Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Following the ventricular tachycardia ablation procedure, the patient experience a pericardial effusion. An echocardiogram exam after the procedure found a small pericardial effusion around the left ventricle. The patient was asymptomatic. A pig tail drainage that was already in situ from the ablation procedure was used to drain the effusion. The patient was discharged on (B)(6)2020 in stable condition.